Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: during hypocoiling of the cx 20mmx39mm, the coil unraveled when pulling during repositioning of the coil. The coil went through a 4fr catheter. The coil was pulled out of the catheter, the coil was still attached to the pusher wire. Once it was out, it was noticed that the coil was unraveled. The coil looks like it was stretched. Case was completed by continued coiling. Patient status is stable.

Manufacturer narrative:
Items returned for evaluation: -pusher -implant items not returned for evaluation: -introducer -shrink lock -dispenser hoop -catheter -v-grip the visual analysis of the returned items found that the implant was still attached to the pusher, but the proximal section was stretched. The investigation of the returned coil system found the proximal section of the implant stretched. The stretched condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the target site (i.e., stuck on previously implanted coils or the tip of the catheter). The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
As reported: during hypocoiling of the cx 20mmx39mm, the coil unraveled when pulling during repositioning of the coil. The coil went through a 4fr catheter. The coil was pulled out of the catheter, the coil was still attached to the pusher wire. Once it was out, it was noticed that the coil was unraveled. The coil looks like it was stretched. Case was completed by continued coiling. Patient status is stable.